Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that light head has come loose and fell off from spring arm when cleaning staff was cleaning the room. The screw for the sleeve was found missing and the safety segment was on the on the spring arm. No damage occurred to the spring arm and light head. There were no reported injuries or adverse consequences.

Event description:
It was reported that light head has come loose and fell off from spring arm when cleaning staff was cleaning the room. The screw for the sleeve was found missing and the safety segment was on the on the spring arm. No damage occurred to the spring arm and light head. There were no reported injuries or adverse consequences.

Manufacturer narrative:
The product was identified as a stryker lighthead f628. The correct serial number for the device could not be obtained even after three attempts were made. It was reported that light head has come loose and fell off from spring arm when cleaning staff was cleaning the room. The screw for the sleeve was found missing and the safety segment was on the on the spring arm. No damage occurred to the spring arm and light head. There were no reported injuries or adverse consequences. The following was completed at customer site: light head was reattached to spring arm using new hardware. Light head was confirmed to work with button and handle on light head. Wall control functions were also verified to work. Product history could not be reviewed since the correct serial number could not be obtained. The identified failure mode will continue to be monitored per (B)(4).